Event description:
Patient with recurrent glioblastoma began novottf therapy on (B)(6) 2012. On (B)(6) 2013, novocure was informed that the patient had been hospitalized due to intracranial hemorrhage. Patient was on novottf therapy and bevacizumab at time of admission. All chemotherapy was discontinued but novottf therapy was ongoing. On (B)(6)2013, patient's spouse reported that the patient was still hospitalized and was experiencing balance issues and was unable to walk. Most recent MRI (mid-june) had demonstrated gbm progression. Prescribing md was waiting for hospital summary from outside facility at the time of this report; therefore, no additional information was available.

Manufacturer narrative:
Additional serial # (B)(4). Novocure medical opinion is that the intracranial hemorrhage was not related to novottf therapy. Patient continues with novottf therapy. Cerebral hemorrhage was reported as an adverse event in the pivotal phase iii recurrent gbm trial in the novottf arm of the trial (1% in the novottf therapy and 0% in the chemotherapy arms, respectively). The one reported event of cerebral hemorrhage in the novottf therapy arm of the trial was not considered to be device related by the investigator. Intracranial hemorrhage is a known complication of the underlying disease (recurrent gbm). Risk factors for cns hemorrhage include history of bevacizumab use (bevacizumab is a vegf inhibitor which carries a black box warning for cns hemorrhage), anticoagulation therapy (for prior pulmonary embolism/deep vein thrombosis) and possible thrombocytopenia from concomitant chemotherapy.